Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary external fixation radius fracture surgery on a canine, it was observed that the small battery drive device was dropped and did not sound normal ¿sounds off¿. It was further reported that the device stayed intact and no pieces fell into the sterile field or the patient. There were no delays to the surgical procedure as an identical spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device emitted an unusual noise during testing. It was further observed that the bearings were worn and had a rough rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.